Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Deflation times were measured which met specification, the reported slow deflation issue was unable to be confirmed. The returned sds was advanced through and removed from a proxy 5 french guiding catheter with no resistance noted, the reported difficulty to remove was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery, pre-dilatation was performed. A 3.5x8 mm rx xience v stent delivery system (sds) was advanced without resistance and deployed at 14 atmospheres. Post stent deployment deflation time of the balloon was very slow. Negative was pulled on the inflation device for at least 30 seconds to deflate the balloon. The balloon was completely deflated prior to removing the sds; however, resistance was felt with the non-abbott guiding catheter during removal of the sds. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.